Manufacturer narrative:
Based on the limited information provided to 3m on this case, it is not clear what role, if any, the use of lava ultimate may have had in the reported outcome. Other patient factors, such as prior tooth history, patient factors and dental treatments, may have played a role in the need for the root canal therapy.

Event description:
On (B)(6) 2018, a dental office reported that five patients (ages and genders not provided) with a lava ultimate restoration required root canal treatment due to the discovery of recurrent decay. Further patient specific information on the date of seating, date of failure, and tooth history was not provided to 3m.